Event description:
It was reported that a physician's handheld computer screen was stuck initially on the blue (B)(4) screen. The physician was advised from a company representative to perform a hard reset, which resolved the event and the handheld worked fine. Furthermore, the neurologist stated that her handheld computer kept freezing on the interrogation successful screen. The neurologist was made aware that a soft resets corrects the issue and elected to keep the aforementioned handheld computer, hence product return is not anticipated.